Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 25mm amplatzer cribriform occluder was implanted. On (B)(6) 2022, the patient present for follow-up appointment and a transthoracic echocardiogram (tte) was performed and it was noted that the device has embolized. A CT scan was later performed and noted the device was found in the aorta. The patient was not experiencing any symptoms. A percutaneous retrieval was performed using a 14f sleeve and 2 snare wires and the device was removed. The patient was reported to be in stable condition. Echo images were requested but were not provided.

Manufacturer narrative:
Additional information, g3, h2, h6, h10. An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.